Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, multiple non-sustained oversensing episodes due to far-field p-wave oversensing were observed. The patient did not experience any symptoms related to this issue. Programming changes were recommended. The patient has not returned to clinic yet so no programming changes have been made.

Manufacturer narrative:
New information received notes that post-sensed t-wave oversensing on the ventricular lead was also noted. Programming changes were made.

Event description:
New information received notes that post-sensed t-wave oversensing on the ventricular lead was also noted. Programming changes were made.